Manufacturer narrative:
There was no reported device malfunction associated with the navitor valve. An event for cardiac arrest and patient's death was reported. A returned device assessment could not be performed as the device remained implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the information received, the cause of the reported cardiac arrest and death appears to relate to patient conditions, however this cannot be conclusively detremined. The reported unexpected medical interventions was a result of case-specific circumstances, as CPR was performed. Based on medical review: the reported cause of death was heart failure. There was no evidence that the navitor system caused or contributed to the patient's death. Device functioned as intended; no device failure reported. This was a complex case involving a frail patient. The navitor valve was used as an emergency bail-out following planned bav complicated with severe ar and cardiac arrest. The death was unrelated to device performance and was attributed to the patient¿s advanced condition and severe hemodynamic compromise.

Event description:
It was reported that on (B)(6) 2025, a frail patient was scheduled for an aortic balloon valvuloplasty (bav). Transcatheter aortic valve implantation (tavi) was not planned. After the bav with a 18mm balton (valver) balloon, the patient developed severe aortic regurgitation and patient decompensated. In an attempt to save the patient, a 25mm navitor valve was implanted while CPR was performed. The navitor was implanted successfully at a depth of 4mm non-coronary cusp and 5mm left coronary cusp which rectified the aortic regurgitation. The patient stabilized while on adrenaline. However, the patient was too far decompensated to survive even with CPR and multiple cardioversions. After an hour of stabilization, the patient deteriorated again and died. There was no indication that the navitor system caused or contributed to the death. The official cause of death was heart failure.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a frail patient was scheduled for an aortic balloon valvuloplasty (bav). Transcatheter aortic valve implantation (tavi) was not planned. After the bav with a 18mm balton (valver) balloon, the patient developed severe aortic regurgitation and patient decompensated. In an attempt to save the patient, a 25mm navitor valve was implanted while CPR was performed. The navitor was implanted successfully at a depth of 4mm non-coronary cusp and 5mm left coronary cusp which rectified the aortic regurgitation. The patient stabilized while on adrenaline. However, the patient was too far decompensated to survive even with CPR and multiple cardioversions. After an hour of stabilization, the patient deteriorated again and died. There was no indication that the navitor system caused or contributed to the death. The official cause of death was heart failure.